Event description:
Reporter indicated that vns patient passed away due to pneumonia and respiratory problems. It was reported that the patient died while hospitalized due to pneumonia, severe scoliosis and intractable seizure disorder and that their family members had requested "no heroic measures" be taken. Death certificate lists pneumonia of 5 days duration as the immediate cause of death, due to or as a consequence of cerebral palsy since birth as a result of birth anoxia. No autopsy was performed. The patient was receiving vns therapy at the time of death. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.